Manufacturer narrative:
All units were received in their original package. The investigation showed that lot # 08088ae2 were included within a product action executed for the serfas energy super 90-s suction probes. The product action was initiated due to lack of suction of the units caused by occlusion in the suction path. The task instructions for glue application to prevent glue obstruction in the suction channel were modified. Also, evaluated the execution of the leak and flow testing and retrained the operator.

Event description:
It was reported that probes were part of bad stock.